Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).

Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal deployed out of the delivery tube into the aorta; however, when the surgeon pulled the delivery tube away, the seal pulled out with it and did not remain in the aorta. The surgeon stated he may have started pulling the delivery tube out of the aorta before completely depressing the deployment button. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.